Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Visual inspection identified kinks near the handle of the sheath. This condition would not have contributed to the reported allegation, and the complaint summary did not reference any issues with the shaft. Therefore, this condition may not have been present at the time of the event and may have occurred during device transportation or storage.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that upon insertion of the farawave into the faradrive, it was noted that air was forming near the stopcock of the faradrive. The guidewire was slightly out <1mm from the tip of catheter. Pressure bag was used for the irrigation of sheath. Bubbles were forming from the stopcock. The procedure was completed successfully by using alternative method. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that upon insertion of the farawave into the faradrive, it was noted that air was forming near the stopcock of the faradrive. The guidewire was slightly out <1mm from the tip of catheter. Pressure bag was used for the irrigation of sheath. Bubbles were forming from the stopcock. The procedure was completed successfully by using alternative method. No patient complications have been reported. The product is expected to be returned.